Manufacturer narrative:
Per tandem's user guide, do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could lead to a very low or very high bg level. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that on intermittent occasions, the customer had overcorrected for a high blood glucose (bg) level that was caused by the non-tandem infusion set and the bg level dropped (40 mg/dl). Carbohydrates were consumed to address the low bg and the customer would be assisted by family members as the low bg caused the customer to feel dizzy/physically ill. On one occasion, the customer injured a toe which became infected. Antibiotics were used to treat the infection. The customer declined tandem technical support's offer to follow up. The customer was advised to consult with a healthcare provider.